Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty four days the implant of this transcatheter bioprosthetic pulmonary valve, implanted in the mitral position, the valve was replaced for an unknown reason. No additional adverse patient effects were reported.